Event description:
At about 5 weeks from the primary, the patient came in presenting pain due to a tibial tray that collapsed into the valgus. Bone was very soft with significant resorption on the lateral tibial plateau.during primary surgery, the surgeon assessed the bone quality and initially felt that a primary press-fit knee implant would be appropriate despite the patient`s high bmi and age.the surgeon revised the gmk 3dmetal tibial tray size 3l to a rev. Tibial tray s3 along with tibial cones and augments, and revised the 11mm insert to a 12mm one. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 may 2026 lot 2526441: (B)(4) items manufactured and released on 01-dec-2025. Expiration date: 2030-nov-18. No anomalies found related to the problem. To date, 36 items of the same lot have been sold with no similar reported events during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.